Manufacturer narrative:
H3: product analysis stated that the device, packaging tray, and an open pouch were returned in a double resealable bag. The pouch was open from 3 of 4 sides when returned. Upon return, there were traces of yellow residue observed on the cuff, and traces of white residue observed on the tube. It was also observed that all 4 electrode trace pads had voids. Electrically, the resistance from end to end shall be less than 200 ohms and the measurements were: no reading (blue electrode), 18.6 ohms (blue with white stripe electrode), 12.7 ohms (red electrode), and 24.8 ohms (red with white stripe electrode), all electrodes were in specification except blue electrode. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately failed the electrode check upon connection to the nim, the vocalis1 was off/x. During the functional test, the vocalis1 resulted in ¿lead off detected¿ error. The device failed electrode check /functional test due to electrical issues. H6: codes a0721, b01, c02, d1102, g0201501 and g0201503 has been updated. The previously updated codes b21, c21, d16 and g04134 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information has been updated. H6: codes e2118, f2301, b21 and c21 has been updated. The previously updated codes e2403, f2601, b17 and c20 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that emg tube was extubated immediately after the impedance check could not be cleared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the preoperative impedance check with the nim could not be cleared. A spare product was used to complete the procedure. There was no impact to the patient.